Event description:
It was reported that the patient experienced spasticity. It was stated that the patient felt a "multiple sclerosis (ms) hug," a strong spastic occurrence around her rib cage area. It was noted that the patient believed that there was a catheter issue due to "cracking her back," which was helpful when the "ms hug" comes about. It was reported that the patient was still having concerns regarding her device and therapy, but was working with the physician. It was later reported that the cause of the event was unknown. There was x-ray imaging done on (B)(6) 2012 and no abnormalities were noted. On the same day, the patient also had dose adjustments and was awaiting follow-up results. The patient experienced spasms and tightness in her legs. It was reported that the patient had no injury. Further trouble-shooting was planned. The drug delivered via pump was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).